Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The returned product consisted of a coyote es balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. There is tip damage. Microscopic examination revealed that the balloon has a pinhole 7mm from the proximal markerband. There are numerous shaft kinks. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-09989. It was reported that balloon rupture occurred. The chronic totally occluded (cto) target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery (sfa). After a non-bsc guide wire crossed the lesion, a 2mm x 20mm x 142cm coyote es balloon catheter was advanced for pre-dilation; however, the balloon ruptured. The device was completely removed from the patient. A 2.0mmx20mmx143cm fg coyote nc (nc quantum apex) balloon catheter was then advanced to perform pre-dilation; however, the balloon also ruptured. The device was completely removed from the patient and the procedure was completed successfully with a 2.5x20mm coyote nc balloon catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2017-10656. It was further reported that a 2.0mmx20mmx143cm fg coyote nc (nc quantum apex¿) balloon catheter was also advanced for dilation but high resistance was encountered. Subsequently, the shaft of the device separated outside the patient's body.